Event description:
Event description boston scientific received information that two days post implant, the patient with this ventricular lead experienced muscle stimulation. The lead dislodged causing complete loss of ventricular capture and no sensing. A chest x-ray confirmed the dislodgement. A revision procedure was scheduled. No adverse patient effects were noted.